Manufacturer narrative:
The client's inratio and lab data were assessed and were found to be accurate within the documented variability for inr testing. In-house testing of retention materials determined that the strip lot continued to meet accuracy and precision criteria. No product deficiency was established. Product support did not determine a root cause for the unexpected inratio results. (B)(4). This complaint type and the lot number remain subject to routine tracking and trending. Corrective action not required at this time. Investigation findings: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 310827. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2013, inratio meter = 1.9, reference = 3.3, mean = 2.6, confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 310827 on (B)(4) 2013. Results as follows: (B)(4). No further investigation was required.

Event description:
Caller alleging discrepant inratio result. On (B)(6) 2013, inratio: 1.9, lab: 3.3. One hour between tests. Pt's therapeutic range 2-3. No adverse events.